Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 97791, lot# n653384, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a wound dehiscence at the ins site a few weeks after the initial implant. Both the lead and ins were explanted due to wound dehiscence. There were no issues with stimulation efficacy or coverage. It was unknown what environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved as of (B)(6) 2017 and the patient was alive with no injury. Devices would not be returned to the manufacturer as the customer had discarded them. The issue occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.